Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a leak on the cassette, between the tube and the connector. It was reported that the solution leaked onto the patient¿s leg. The patient was connected to the homechoice at the time of the event during the initial drain. The patient completed therapy with all new supplies. No injury or medical intervention was reported on the patient. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed by the naked eye and magnification with issue noted. The issue noted was damaged tubing to the patient line connector. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. A leak from the damaged tubing to the patient line connector was identified during leak testing. The reported condition of a leak was verified and the cause of the leak was damaged tubing. Should additional relevant information become available, a supplemental report will be submitted.